Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 0.6 mmol/l and 6.9 mmol/l on the compact plus system. The customer drank orange juice and tested 6.8 mmol/l on the compact plus system. All results were obtained within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.